Manufacturer narrative:
One sample of pediatric tracheostomy tube was received for evaluation. A visual test was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed with a syringe 7cc of air was applied to the cuff, and it was observed the cuff held the air, and no restrictions were felt at the time of inflation nor deflation, the sample was left inflated 24 hours and no deflation was observed. Additionally the sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, air leak was observed upon the start of use on patient. Customer indicated that there was recannulation of a replacement tube was required.